Event description:
On (B)(6) 2009, the pt reported that she inserted a new insulin cartridge into the infusion device and noticed an air bubble. She removed the insulin cartridge and the plunger became stuck to the piston rod and insulin spilled in the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion was replaced and requested to be returned for evaluation.